Event description:
On 12/12/1997 following a cardiac catheterization, an angio-seal device was placed in the pt's right common femoral artery (cfa); however hemostasis was not completely achieved with the device, and steady oozing which required 20 minutes of manual pressure and placement of a pressure dressing for six hours occurred. The next day (12/13/97) the pt developed an ischemic right leg and was noted to have diminished right pedal pulses. An angiogram revealed an occluded right cfa, and the pt was therefore taken to surgery where collagen was found to have been deployed intra-arterially. The angio-seal and a significant amount of thrombus were surgically removed and a thrombectomy was performed. Following the thrombectomy procedure, the artery was found to have a posterior hole from the cardiac catheterization which also required surgical repair. The attending physician who was present for this deployment noted that the fellow (who inserted the device) used quick movements during the deployment sequence, as well as switched hands while tamping the collagen. The pt tolerated the puncture well, and was discharged home on 12/18/97 with no further reports of sequelae.